Event description:
According to the reporter, when firing during appendectomy, the reload jaws stopped midway and did not retract. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of the rotating ring being out of position that has no relationship to the reported condition. Replication of this condition may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing during a procedure, the reload jaws stopped midway and did not retract.